Event description:
Report received of an independent rate change. The pump was returned from clinical svc with a note that the device was alarming with an error code 59-1 and that "the rate changes on its own" when the pump is unplugged from ac power. There was no tracking info (nurse, pt, location) available. It was not known what was infusing, what the pump settings were or if the pt received any fluid at an unintended rate. There was no reported adverse effect to the pt. Though requested, there was no further info available.